Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery, breakage / coil received in 2 pieces'), device dislocation ('device migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 627741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy, drug allergy, miscarriage and pregnancy. Previously administered products included for an unreported indication: gabapentin and claritin. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), fungal infection ("infection (other) describe: yeast infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterus"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), 8 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation on (B)(6) 2017, salpingectomy (bilateral) and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, metrorrhagia, migraine, fatigue, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and device expulsion outcome was unknown and the menorrhagia, urinary tract infection, vaginal infection, mood swings and fungal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, fungal infection, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and bladder/urinary problem. Date of insertion updated from (B)(6) 2009 to (B)(6) 2009. Insertion details, specify-the right tube had 1 coil in the endometrial cavity. The left tube had 3 coils in the endometrial cavity. The procedure was uncomplicated. Plaintiff received treatment for migraines/ headaches, abnormal bleeding (vaginal, menorrhagia), uti, migration, ablation, dysmenorrhea. The content of the communications originally this was to be removed vaginally. Still portion of essure inside. Patient had a miscarriage in between her first and second child. She was very early in her pregnancy and started to bleed. She lost the pregnancy by way of blood only. She had no complications with her other two pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: test not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient medical record- pelvic pain, menorrhagia, uti, migraine headaches. Lot number: 627741, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery, breakage / coil received in 2 pieces'), device dislocation ('device migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 627741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy, drug allergy, miscarriage and pregnancy. Previously administered products included for an unreported indication: gabapentin and claritin. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), fungal infection ("infection (other) describe: yeast infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterus"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), 8 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and procedural pain ("transient procedure pain"). The patient was treated with surgery (ablation on (B)(6) 2017, salpingectomy (bilateral) and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, metrorrhagia, migraine, fatigue, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, device expulsion and procedural pain outcome was unknown and the menorrhagia, urinary tract infection, vaginal infection, mood swings and fungal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, fungal infection, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and bladder/urinary problem, pelvic pain, abdominal pain, back pain, transient procedure pain. Date of insertion updated from (B)(6) 2009 to (B)(6) 2009. Insertion details, specify-the right tube had 1 coil in the endometrial cavity. The left tube had 3 coils in the endometrial cavity. The procedure was uncomplicated. Plaintiff received treatment for migraines/ headaches, abnormal bleeding (vaginal, menorrhagia), uti, migration, ablation, dysmenorrhea. The content of the communications originally this was to be removed vaginally. Still portion of essure inside. Patient had a miscarriage in between her first and second child. She was very early in her pregnancy and started to bleed. She lost the pregnancy by way of blood only. She had no complications with her other two pregnancies. Discrepancy noted for date of insertion previously reported as 04-mar-2009 and now reporting (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: test not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient medical record- pelvic pain, menorrhagia, uti, migraine headaches. Lot number: 627741 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Reporter information added. Events: transient procedure pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery, breakage / coil received in 2 pieces'), device dislocation ('device migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (batch no. 627741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy, drug allergy, miscarriage and pregnancy. Previously administered products included for an unreported indication: gabapentin and claritin. On (B)(6) 2009, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), fungal infection ("infection (other) describe: yeast infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("migration of essure device location of device: uterus"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), 8 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation on (B)(6) 2017, salpingectomy (bilateral) and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, metrorrhagia, migraine, fatigue, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea and device expulsion outcome was unknown and the menorrhagia, urinary tract infection, vaginal infection, mood swings and fungal infection had resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, fungal infection, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and bladder/urinary problem. Date of insertion updated from (B)(6) 2009 to (B)(6) 2009 insertion details, specify-the right tube had 1 coil in the endometrial cavity. The left tube had 3 coils in the endometrial cavity. The procedure was uncomplicated. Plaintiff received treatment for migraines/ headaches, abnormal bleeding (vaginal, menorrhagia), uti, migration, ablation, dysmenorrhea. The content of the communications originally this was to be removed vaginally. Still portion of essure inside. Patient had a miscarriage in between her first and second child. She was very early in her pregnancy and started to bleed. She lost the pregnancy by way of blood only. She had no complications with her other two pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: test not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient medical record- pelvic pain, menorrhagia, uti, migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received - new event: device expulsion, mood swings, vaginal bleeding, yeast infections, bladder or urinary problems or changes, nickel allergy, dysmenorrhea were added, lot number was added medical history and historical drug was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery, breakage') and device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, metrorrhagia, migraine and fatigue outcome was unknown and the menorrhagia, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: test not specified , result :bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received, reporter information ,patient demographic information ,lab data ,essure indication ,start stop date, previous event injury deleted and new event pelvic , abdominal , back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), complications during removal surgery, breakage, device migration, uti, vaginal infection , migraine, fatigue and outcome were added. Outcome updated. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('complications during removal surgery, breakage') and device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, metrorrhagia, migraine and fatigue outcome was unknown and the menorrhagia, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: test not specified , result :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.